Event description:
This css console was not supporting a patient. The customer reported that he was conducting a routine console test validation protocol. He also reported that during adjustment of the right validyne flow printed circuit board (pcb, the transformer on the pcb broke free, which prohibited the flow calculation. A replacement pcb assembly was installed on the css console on site. After installation of the pcb assembly, the css console passed the console test validation protocol. This alleged failure mode poses a low risk to a patient, because the issue was observed during a routine console checkout, and the css console was not supporting a patient. In addition, this alleged failure mode would not prevent the css console from performing its life-sustaining functions.

Manufacturer narrative:
The right validyne pcb that was removed from the css console was returned to syncardia for evaluation. The results of the evaluation will be provided in a supplemental MDR.